Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6)); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator. The reason for call was caller reported that the patient can't feel the shocking in their legs from the 'machine' like they normally do and its not working anymore since yesterday. Pt stated that yesterday when they went to charge the implant, the implant battery was at 100% and today it's still at 100%. When pt tapped on mystim app, they were prompted to scan the code. Pt also had the recharger on - agent reviewed information and had pt close all apps on the handset. Caller then had to scan the communicator serial number, saw not found, and was then able to connect the the app. Pt saw that therapy was off - agent reviewed information and pt turned therapy on. The troubleshooting steps that were taken on the call resolved the issue.